Event description:
The pt reported that the alarm went off when she walked through a theft detector. Since then, she had not felt stimulation. The message screen on her pt controller showed a 'call your doctor' icon and was in a power on reset condition. The pt called technical services and the power on reset condition was cleared using the pt programmer.